Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was having issues with the lens. The iol was exchanged for another model company lens. Additional information has been requested, received and stated the lens did not work as expected.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge and handpiece. The product investigation could not identify a root cause for the reported complaint of "did not work as expected". Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company (2.25cyl), 22.5 diopter (add power +2.2/+3.2) lens was replaced with a monofocal company 23.0 diopter lens. The account indicated the product was not available to evaluate. Due to the exchange of a toric-multifocal lens to a non-toric-monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).